Manufacturer narrative:
H6 medical device problem code updated to 1227 false positive result.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The runs involving the sample ids (sids) were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. The review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-095) lot 525769 are performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot 525769 are performing outside of established design performance specifications. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lots 525769, (including the components) did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any existing quality records that were potentially related to the reported complaint for alinity m sars cov-2 amp kit (list 09n78-095) lot 525769. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 525769. Complaint history review: a lot specific complaint history review was performed to identify complaints related to the ticket investigated which reported discrepant sars-cov-2 results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 525769. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 525769 was not identified.

Event description:
The customer identified a falsely positive alinity m sars-cov-2 result for 1 patient. The following information was provided: on (B)(6) 2022 sid (B)(6), barcode (B)(6) result positive. On (B)(6) 2022 result positive. The patient questions the positive results as the patient reported having tested negative 6 to 7 times with an at home test, at a cruise ship, and at the puerto rico airport. It was noted that the patient was asymptomatic and had tested positive previously. The customer requested that their new sample ((B)(6) 2022 sid (B)(6)) be monitored as a result of the suspected falsely positive result. No results were provided for this test point. The patient claims the false result incurred stress. No impact to clinical patient management was reported.

Manufacturer narrative:
Elevated complaint investigation will be initiated.